Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00472, 1221359-2022-01719.

Event description:
The consumer reported that his sister's family received false positive results with the binaxnow covid-19 antigen self test on an unknown date, using an unspecified sample type. Confirmation pcr was performed on an unknown date using an unspecified sample type which generated a negative result. No additional patient information, including the quantity of tests performed, treatment, and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.